Event description:
It was reported that the tip was broken and found mixed with crushed bone in the disposable bone mill. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device not returned.